Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure was attempted of a slightly scarred common femoral artery using a starclose se device. Reportedly, during thumb advancer/exchange sheath splitting, carving occurred. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. It was believed that the device carving was caused during thumb advancer/exchange sheath splitting due to the operator holding the starclose se device with one hand without stabilizing the device with the second hand. In addition, the starclose se system was not correctly pulled back approximately one inch out of the patient anatomy before executing thumb advancer/exchange sheath splitting. The operator was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. (B)(4). The starclose se instructions for use (IFU) states under warnings to perform a femoral angiogram to verify the location of the puncture site. In addition, the IFU states under closure procedure to perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. Estimated date of event - although the date of occurrence was requested, it has not yet been provided. The customer reported that the product experience occurred between (B)(6) 2014. The estimated date of occurrence will be reported as (B)(6) 2014.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported exchange sheath carving was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.